Manufacturer narrative:
(B)(4). Batch # r94d8j. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. No issues were noted with opening and closing of the jaws and there were no anomalies noted with the functionality of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a cervical discectomy, the doctor was having difficulty opening and closing the enseal instrument. A second like instrument was used to complete the procedure. There were no patient consequences reported.